Manufacturer narrative:
Device is not being returned for evaluation.

Event description:
During a meniscal repair, t2 would not advance properly. The surgeon had to use the scope to advance t2 into deployment position. After the ts were placed, the knot would not cinch properly; the knot appeared to be slipping backwards. This happened on two devices. A total of eight devices were implanted. A delay of fifteen minutes resulted. Sales rep. Confirmed that the ts were left in place, but did not supply fixation and that additional devices were used to complete the repair. No patient injury or complications took place.